Event description:
The device was returned for service. During service by int'l affiliate, a failure code 812:02 was found. No additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation was completed and the reported condition of the failure code 812:02 was confirmed (event history). The failure was due to a defective phm (pump head module) for channel b. The channel b phm was replaced and the baxter technician tested the device.